Event description:
Related to MFR report # 2183959-2012-01599. It was reported by the plaintiff's attorney that on (B)(6) 2009, the plaintiff was implanted with the monarc device to treat stress urinary incontinence and pelvic organ prolapse. The plaintiff's attorney alleges that the plaintiff has suffered serious bodily injuries, including infection, extrusion and erosion of the mesh, extreme pain, erosion of her internal bodily tissue, bleeding and additional surgeries to remove the device. The plaintiff's attorney also alleges that the plaintiff has experienced significant mental and physical pain and suffering, has required additional surgery, medical treatment and sustained permanent injury and other damages.

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a f/u report will be sent.